Event description:
Pulmonetic systems, inc. Received an email from a representative of user facility in 07/02. The representative reported the following problem: vent inop of the patient with an alarm. Now vent will not turn on.